Event description:
Bayer case number: (B)(4) back pain [back pain] cystitis [cystitis] heart problems [heart disorder] kidney problems [kidney disorder] allergy [allergy nos] neck pain [neck pain] pelvic problems [pelvic discomfort] muscle pain [muscle pain] worsened vision [visual impairment] memory loss [memory loss] major fatigue [fatigue extreme] pelvic pain [pelvic pain female] repeated ear infections [ear infection] tinnitus [tinnitus] dizziness [dizziness] rhinitis [rhinitis] sinusitis [sinusitis] amenorrhea [amenorrhea] metrorrhagia [metrorrhagia] vaginal cysts [vaginal cyst] affection of the thyroid [thyroid disorder] bloating [bloating] swelling [swelling] pollakiuria [pollakiuria] kidney pain [kidney pain] vagal discomfort [syncope vasovagal] speech problems [speech disorder] headaches [headache] stress [stress] gastric pain [gastric pain] diarrhea [diarrhea] constipation [constipation] poor digestion [digestion impaired] ligament pain [ligament pain] pericardial effusions [pericardial effusion] breathing difficulties [difficulty breathing] dryness of skin [dry skin] dryness of mucous membrane [mucosal dryness] psoriasis [psoriasis] belly ache [belly ache] patient had intense dysuria with tremors [dysuria] patient had intense dysuria with tremors [tremor] suspicion of renal colic. Pain could be linked to estrogen therapy [renal colic] possible perimenopause [perimenopause] respiratory disorders [respiratory disorder] itchy ear canal [ear pruritus] blurred vision [blurred vision] adenomyosis [adenomyosis] leiomyoma [leiomyoma] malaise [malaise] post-traumatic stress [post-traumatic stress disorder] anxiety [anxiety] tetany attack [tetany] agoraphobia [agoraphobia] emotional distress [emotional distress] avoidance behavior [behavioural disorder] cognitive disorder [cognitive disorder] case narrative: the below report was received by health authority ansm - health authorities in france (reference number: (B)(4) on 20-oct-2017. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain"), cystitis ("cystitis"), cardiac disorder ("heart problems") and renal disorder ("kidney problems") in a 43-year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of nickel allergy, gastric ulcer, strabismus, hemorrhoids and parity 2. Previously administered products included: cerazette. Concurrent conditions were listed as otitis, meningioma and urolithiasis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017 she experienced amenorrhoea ("amenorrhea"). On (B)(6) 2017 she experienced back pain (seriousness criterion intervention required), cystitis (seriousness criterion medically important), cardiac disorder (seriousness criterion medically important), renal disorder (seriousness criterion medically important), hypersensitivity ("allergy"), neck pain ("neck pain"), pelvic discomfort ("pelvic problems"), myalgia ("muscle pain"), visual impairment ("worsened vision"), amnesia ("memory loss") and fatigue ("major fatigue"). On unknown date she experienced pelvic pain ("pelvic pain"), ear infection ("repeated ear infections"), tinnitus ("tinnitus"), dizziness ("dizziness"), rhinitis ("rhinitis"), sinusitis ("sinusitis"), intermenstrual bleeding ("metrorrhagia"), vaginal cyst ("vaginal cysts"), thyroid disorder ("affection of the thyroid"), abdominal distension ("bloating"), swelling ("swelling"), pollakiuria ("pollakiuria"), renal pain ("kidney pain"), syncope ("vagal discomfort"), speech disorder ("speech problems"), headache ("headaches"), stress ("stress"), abdominal pain upper ("gastric pain"), diarrhoea ("diarrhea"), constipation ("constipation"), dyspepsia ("poor digestion"), ligament pain ("ligament pain"), pericardial effusion ("pericardial effusions"), dyspnoea ("breathing difficulties"), dry skin ("dryness of skin"), mucosal dryness ("dryness of mucous membrane"), psoriasis ("psoriasis"), abdominal pain ("belly ache"), dysuria ("patient had intense dysuria with tremors"), tremor ("patient had intense dysuria with tremors"), renal colic ("suspicion of renal colic. Pain could be linked to estrogen therapy"), menopause ("possible perimenopause"), respiratory disorder ("respiratory disorders"), ear pruritus ("itchy ear canal"), vision blurred ("blurred vision"), adenomyosis ("adenomyosis"), malaise ("malaise"), post-traumatic stress disorder ("post-traumatic stress"), anxiety ("anxiety"), tetany ("tetany attack"), agoraphobia ("agoraphobia"), emotional distress ("emotional distress"), behaviour disorder ("avoidance behavior") and cognitive disorder ("cognitive disorder") and was found to have leiomyoma ("leiomyoma"). The patient was treated with phloroglucinol, ciprofloxacine (ciprofloxacin hydrochloride) and neo melubrina (metamizole sodium) as well as surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017 at the time of the report, the amenorrhoea had resolved. The outcomes for back pain, cystitis, cardiac disorder, renal disorder, hypersensitivity, neck pain, pelvic discomfort, myalgia, visual impairment, amnesia, fatigue, pelvic pain, ear infection, tinnitus, dizziness, rhinitis, sinusitis, intermenstrual bleeding, vaginal cyst, thyroid disorder, abdominal distension, swelling, pollakiuria, renal pain, syncope, speech disorder, headache, stress, abdominal pain upper, diarrhoea, constipation, dyspepsia, ligament pain, pericardial effusion, dyspnoea, dry skin, mucosal dryness, psoriasis, abdominal pain, dysuria, tremor, renal colic, menopause, respiratory disorder, ear pruritus, vision blurred, adenomyosis, leiomyoma, malaise, post-traumatic stress disorder, anxiety, tetany, agoraphobia, emotional distress, behaviour disorder and cognitive disorder were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, agoraphobia, amenorrhoea, anxiety, behaviour disorder, cognitive disorder, constipation, diarrhoea, dizziness, dry skin, dyspepsia, dyspnoea, dysuria, ear infection, ear pruritus, emotional distress, headache, intermenstrual bleeding, leiomyoma, ligament pain, malaise, menopause, mucosal dryness, pelvic pain, pericardial effusion, pollakiuria, post-traumatic stress disorder, psoriasis, renal colic, renal pain, respiratory disorder, rhinitis, sinusitis, speech disorder, stress, swelling, syncope, tetany, thyroid disorder, tinnitus, tremor, vaginal cyst and vision blurred to be related to essure administration. No causality assessment was received for essure with regard to hypersensitivity, back pain, neck pain, renal disorder, pelvic discomfort, cystitis, cardiac disorder, myalgia, visual impairment, amnesia or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: correct position observed [magnetic resonance imaging] on (B)(6) 2014: showing a meningioma (signs of intracranial hypertension) with size 38x45 mm, [ultrasound pelvis] on (B)(6) 2014: no findings. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: back pain - the analysis in the global safety database revealed 391 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The most recent follow-up information incorporated above includes data received on: 13-sep-2024: upon receipt of follow up it was noted that this case is duplicate of argus case (B)(4) . Therefore, argus case (B)(4). Needs to be nullified from argus database. All source documents, references, events & all other relevant information has been transferred from nullified case to retention case. (Legacy device number 2951250-2024-00558). From current follow up medical history & treatment drugs, lab data were added. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Back pain [back pain], cystitis [cystitis], heart problems [heart disorder], kidney problems [kidney disorder], allergy [allergy nos], neck pain [neck pain], pelvic problems [pelvic discomfort], muscle pain [muscle pain], worsened vision [visual impairment], memory loss [memory loss], major fatigue [fatigue extreme], pelvic pain [pelvic pain female], repeated ear infections [ear infection], tinnitus [tinnitus], dizziness [dizziness], rhinitis [rhinitis], sinusitis [sinusitis], amenorrhea [amenorrhea], metrorrhagia [metrorrhagia], vaginal cysts [vaginal cyst], affection of the thyroid [thyroid disorder], bloating [bloating], swelling [swelling], pollakiuria [pollakiuria], kidney pain [kidney pain], vagal discomfort [syncope vasovagal], speech problems [speech disorder], headaches [headache], stress [stress], gastric pain [gastric pain], diarrhea [diarrhea], constipation [constipation], poor digestion [digestion impaired], ligament pain [ligament pain], pericardial effusions [pericardial effusion], breathing difficulties [difficulty breathing], dryness of skin [dry skin], dryness of mucous membrane [mucosal dryness], psoriasis [psoriasis], belly ache [belly ache], patient had intense dysuria with tremors [dysuria], patient had intense dysuria with tremors [tremor], suspicion of renal colic. Pain could be linked to estrogen therapy [renal colic], possible perimenopause [perimenopause], respiratory disorders [respiratory disorder], itchy ear canal [ear pruritus], blurred vision [blurred vision], adenomyosis [adenomyosis], leiomyoma [leiomyoma], malaise [malaise], post-traumatic stress [post-traumatic stress disorder], anxiety [anxiety], tetany attack [tetany], agoraphobia [agoraphobia], emotional distress [emotional distress], avoidance behavior [behavioural disorder], cognitive disorder [cognitive disorder]. Case narrative: the below report was received by health authority ansm - health authorities in france (reference number: (B)(4)) on 20-oct-2017. The most recent information was received on 24-sep-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain"), cystitis ("cystitis"), cardiac disorder ("heart problems") and renal disorder ("kidney problems") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of nickel allergy, gastric ulcer, strabismus, hemorrhoids and parity 2. Previously administered products included: cerazette. Concurrent conditions were listed as otitis, meningioma and urolithiasis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017 she experienced amenorrhoea ("amenorrhea"). On (B)(6) 2017 she experienced back pain (seriousness criterion intervention required), cystitis (seriousness criterion medically important), cardiac disorder (seriousness criterion medically important), renal disorder (seriousness criterion medically important), hypersensitivity ("allergy"), neck pain ("neck pain"), pelvic discomfort ("pelvic problems"), myalgia ("muscle pain"), visual impairment ("worsened vision"), amnesia ("memory loss") and fatigue ("major fatigue"). Essure was removed on (B)(6) 2017. On unknown date she experienced pelvic pain ("pelvic pain"), ear infection ("repeated ear infections"), tinnitus ("tinnitus"), dizziness ("dizziness"), rhinitis ("rhinitis"), sinusitis ("sinusitis"), intermenstrual bleeding ("metrorrhagia"), vaginal cyst ("vaginal cysts"), thyroid disorder ("affection of the thyroid"), abdominal distension ("bloating"), swelling ("swelling"), pollakiuria ("pollakiuria"), renal pain ("kidney pain"), syncope ("vagal discomfort"), speech disorder ("speech problems"), headache ("headaches"), stress ("stress"), abdominal pain upper ("gastric pain"), diarrhoea ("diarrhea"), constipation ("constipation"), dyspepsia ("poor digestion"), ligament pain ("ligament pain"), pericardial effusion ("pericardial effusions"), dyspnoea ("breathing difficulties"), dry skin ("dryness of skin"), mucosal dryness ("dryness of mucous membrane"), psoriasis ("psoriasis"), abdominal pain ("belly ache"), dysuria ("patient had intense dysuria with tremors"), tremor ("patient had intense dysuria with tremors"), renal colic ("suspicion of renal colic. Pain could be linked to estrogen therapy"), menopause ("possible perimenopause"), respiratory disorder ("respiratory disorders"), ear pruritus ("itchy ear canal"), vision blurred ("blurred vision"), adenomyosis ("adenomyosis"), malaise ("malaise"), post-traumatic stress disorder ("post-traumatic stress"), anxiety ("anxiety"), tetany ("tetany attack"), agoraphobia ("agoraphobia"), emotional distress ("emotional distress"), behaviour disorder ("avoidance behavior") and cognitive disorder ("cognitive disorder") and was found to have leiomyoma ("leiomyoma"). The patient was treated with phloroglucinol, ciprofloxacine (ciprofloxacin hydrochloride) and neo melubrina (metamizole sodium) as well as surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the amenorrhoea had resolved. The outcomes for back pain, cystitis, cardiac disorder, renal disorder, hypersensitivity, neck pain, pelvic discomfort, myalgia, visual impairment, amnesia, fatigue, pelvic pain, ear infection, tinnitus, dizziness, rhinitis, sinusitis, intermenstrual bleeding, vaginal cyst, thyroid disorder, abdominal distension, swelling, pollakiuria, renal pain, syncope, speech disorder, headache, stress, abdominal pain upper, diarrhoea, constipation, dyspepsia, ligament pain, pericardial effusion, dyspnoea, dry skin, mucosal dryness, psoriasis, abdominal pain, dysuria, tremor, renal colic, menopause, respiratory disorder, ear pruritus, vision blurred, adenomyosis, leiomyoma, malaise, post-traumatic stress disorder, anxiety, tetany, agoraphobia, emotional distress, behaviour disorder and cognitive disorder were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, agoraphobia, amenorrhoea, anxiety, behaviour disorder, cognitive disorder, constipation, diarrhoea, dizziness, dry skin, dyspepsia, dyspnoea, dysuria, ear infection, ear pruritus, emotional distress, headache, intermenstrual bleeding, leiomyoma, ligament pain, malaise, menopause, mucosal dryness, pelvic pain, pericardial effusion, pollakiuria, post-traumatic stress disorder, psoriasis, renal colic, renal pain, respiratory disorder, rhinitis, sinusitis, speech disorder, stress, swelling, syncope, tetany, thyroid disorder, tinnitus, tremor, vaginal cyst and vision blurred to be related to essure administration. No causality assessment was received for essure with regard to hypersensitivity, back pain, neck pain, renal disorder, pelvic discomfort, cystitis, cardiac disorder, myalgia, visual impairment, amnesia or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: correct position observed. [Magnetic resonance imaging] on (B)(6) 2014: showing a meningioma (signs of intracranial hypertension) with size 38x45 mm, [ultrasound pelvis] on (B)(6) 2014: no findings. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2017 for the following meddra preferred term: back pain - the analysis in the global safety database revealed 391 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-sep-2024: quality safety evaluation of product technical complaint. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.